Event description:
It was reported that the device was explanted after implant duration of approximately 1.7 months. It was learned that the reason for explant was due to endocarditis and aortic insufficiency.

Event description:
Discordant cbc results were obtained on the advia 2120 for one pt sample. The results were reported and were questioned by the physician. The sample was repeated and a corrected report was issued. A new blood sample was obtained from the pt. There are no reports of adverse health consequences due to the discordant cbc results.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. It was also noted that the device is unavailable for evaluation. A device history record review is in process.